Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Device removal is planned. The circumstances that led to implantable neurostimulator (ins) replacement was problem getting it to charge, charging everyday and it's been discontinued as it will be hard to get replacement charging supplies.

Manufacturer narrative:
Continuation of d10: product ID 97755-s serial# (B)(6) product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that their implanted neurostimulator was not wanting to recharge again. Patient said the controller would say excellent, then without moving would only say recharging, then might pop back up good, then excellent; quality was changing around constantly. After 45 minutes to an hour, the implant was still in the red and wouldn't charge at all. Patient reported sometimes the controller wouldn't advance to the charging screen and would get stuck on 'looking for device' or 'checking recharge quality,' so they had to unplug and re-plug the recharger a couple times before they could start charging. Agent had patient reset the controller by plugging controller into the ac power supply without li battery pack; patient confirmed controller powered on. Patient then reinserted li battery and confirmed green light was flashing above screen. Patient inspected the controller port, recharger plug/cord, and controller battery compartment, but did not notice any damage. Patient mentioned they had been fighting with the issue for a while, and was scheduled to get a replacement in november (agent understood they meant ins replacement). The issue was not resolved. An email was sent to the repair department to replace the recharger. Agent understood patient had prior equipment replacements.